Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 420 mg/dl that did not resolve after multiple bolus attempts. Customer was hospitalized and fluids and insulin were administered. Customer was released from hospitalization three days later with no permanent damage.